Manufacturer narrative:
The device was serviced at the customer site. The device passed all applicable testing. Perfusion data from the event was reviewed and it was determined that the device functioned properly.

Event description:
It was reported that during perfusion, low and/or no calculated arterial flow was noted. Troubleshooting was attempted, however, the liver was ultimately declined for transplant.